Event description:
A 69-year-old male patient with infiltrative astrocytoma started optune gio therapy on (B)(6) 2024. On november 4, 2024, the patient's caregiver informed novocure that the patient fell while using the toilet hitting the head on the bottom frame of their shower door. The patient required stitches at the hospital. A picture was provided, showing a u-shaped skin laceration with approximately 8 stitches on the upper right frontal aspect of the patient's scalp. In addition, the image is depicting a round-shaped skin abrasion on the top of the patient's head. Per the spouse, the patient had balance issues at baseline and the patient refused his caregiver's assistance in the bathroom. It was noted that the patient likely fell directly on an optune gio transducer array disc, as it was cracked in half. The patient temporarily discontinued optune gio therapy. On november 06, 2024, the patient's caregiver mentioned that the skin laceration seemed to be healing quickly. On (B)(6) 2024, novocure was notified that the patient had resumed therapy. The prescribing physician was contacted without reply.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).